Event description:
The customer reported there was an appearance of film on the CT lucia 602 lens. The lens was explanted and replaced with another CT lucia lens during the same surgery.

Manufacturer narrative:
There was no damage reported to have been noticed during the inspection prior to use and preparation, which suggests, a product deficiency did not contribute to the reported difficulties. The device was returned and analyzed. The presence of film on the lens was confirmed; however, the amount of particles was seen to be reduced with each wash. After reviewing the complaint information and discussing with our r&d team it was determined that the unidentified substance could possibly be but is not limited to be: · gms (glycerol monostearate) - which is an organic molecule used as a lubricant in the lucia product gms is incorporated into the tube during product manufacturing and is used to ease the delivery of the lens; however, it is non-toxic and known to dissipate over time with irrigation and aspiration. Gms has been used as a lubricant in iol insertion instruments for more than 25 years. Therefore, we are confident that this substance would not cause or contribute to any adverse patient effect. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.